Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of sensor anomaly. The customer's blood glucose reading was unknown. The customer stated that the transmitter did not blink when connected to the sensor. The customer mentioned no electrode. The sensor will be returned for analysis.